Event description:
It was reported that patient had a fall and tore quadriceps tendon. Patient was taken to surgery for repair and polyethylene part was also replaced during surgery. Two weeks later, patient tore tendon for a second time after being non-compliant with wearing brace and a second surgery was performed to fix tear. Two weeks later, tendon was torn for a third time and it was fixed in surgery and a full leg cast was given.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no clinical information has been provided to perform a thorough medical investigation. Should any additional clinical information be provided this complaint will be re-assessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch/failure mode. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.